Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the implantation of the shunt, it could not be released from the delivery system. The surgery was completed after replacing the product with another one of the same lot. Additional information has ben requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Complaint history review similar complaints: complaint lot search reviewed, 1 of the reported complaints are similar to the reported event for this complaint. No findings or relation can be conformed. Non-conformance review  results found: deviation lot search report was reviewed, deviations identified are not related to the lot or the reported event. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: -the sample was returned in an open secondary packaging. In addition, a white cloth folded pad was received. Cloth pad was unfolded for verifying if addition content is included- found to be empty. -the sample included labels, and a complete torn pouch- indicating the sample was handled, cradle holding the express delivery system (eds) and shunt were extracted from the preliminary packaging. -in addition, the sample included an instructions for use (IFU), cradle and eds- which was found non fixed to cradle. Shunt was not included with received package. -the eds wire was slightly pressed. -the eds wire slightly protrude from cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds (since it was not included in the received sample) and the eds was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. The manufacturer internal reference number is: (B)(4).